Event description:
It was reported that solution from a large volume infusor was not being infused. 132 ml 0.9% sodium chloride and recombinant human endostatin injection was given to the patient to infuse for 30 hours, but no fluid was infused after a long time. The infusion was stopped and replaced with a new device. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 1, 2023 ¿ march 2, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device bladder was observed which suggests possible no flow of solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.